Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline disconnect was believed to be due to human error. The patient's controller was exchanged while the facility was attempting to troubleshoot alarms. The patient was not symptomatic and was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed driveline disconnect and lvad off alarms. A specific cause for these events could not be conclusively determined through this evaluation. A review of the submitted log files revealed that the pump was stopped on (B)(6) 2021 resulting in no flow, motor power or average pi. However, while the pump was running, it appeared to function as intended. It was reported that while the patient was in an acute rehab facility he got into bed and his ventricular assist device (vad) began to alarm. The patient was then brought back to the hospital and given a computerized tomography (CT) scan. The pump was restarted and the patient was given a new controller. Additional information was received from the customer stating that the system was alarming due to human error while disconnecting the driveline. The original controller was exchanged because the facility was attempting to trouble shoot the alarm. Although the patient was not symptomatic and his vad is doing well, the patient had a mechanical fall resulting in a spinal injury. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11feb2021. The heartmate 3 lvas IFU and patient handbook are currently available. The heartmate 3 lvas patient handbook, is also available. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. This handbook also explains that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 contains information regarding all system alarms and the recommended actions associated with them. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-03888 it was reported that the pump started alarming as the patient got into bed at an acute rehabilitation facility. It was not known whether the patient had issues with the driveline and the facility did not attempt to troubleshoot the issue. The patient was brought to the hospital and underwent a computed tomography scan. The patient was given the option to undergo pump exchange or take a chance to restart the pump. The patient chose to restart the pump and was inpatient in intensive care unit, awake, alert and oriented. Log file analysis captured a driveline disconnect and pump stop on (B)(6) 2021 at 22:17:22. It also captured a routine power cable disconnect on (B)(6) 2020 at 16:24:50 while the patient was switched from battery power to the mobile power unit. Log files from new controller showed that the driveline was connected on (B)(6) 2021 at 3:49:26 and that the pump was operating as intended at set speed of 5700 rotations per minute.